Manufacturer narrative:
The customer stated that reagents used for initial testing were of the same lot but different vials of reagents than used in repeat testing. No additional sample was available for testing. On (B)(6) 2012, the customer stated that she re-tested the donor sample with the same lot of reagents and a different segment and the sample resulted as negative. The customer has not had any other issues with testing with any other donors. A review of the maintenance, camera reports, and event log shows that all maintenance was up to date on the days of testing. The camera reports and images suggest that the camera was operating as expected. The error log showed no errors on the day of testing. Qc and all other samples tested on the same day and around the same time as the sample in question reacted as expected. This suggests that the reagents and instrument were performing as expected.

Event description:
A customer reported inconsistent reactions with the phenotyping assay on the echo with gamma-clone anti-k monoclonal, lot 924400.